Event description:
It was reported the kits were defective. It was clarified the suction line was initially detached from the bottle then reattached and received partial suction. Event description per attached email states: I am sending this email on behalf of one of my customers, (B)(6) home care, regarding some defective product that they received. This customer recently purchased 4 each of your item number 50-7510, pleurx drain kits, thru mckesson and informed me that 3 of these kits were defective. I am hoping that someone can follow up to find out how the customer can get product to replace the defective product they had received. The facility information is: (B)(6). Questions/inquiries:-confirm patient harm and notate in event desc per attached statement above customer response received on 2/25/2020: 1. Please describe the issue with the product. How was the kit defective? The fourth bottle, the suction line was detached from the bottle when I opened the bag, I connected the line to the bottle and received enough suction to drain 150cc from patient but needed another pleurx bottle to continue draining.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Product undergoes visual and functional inspections throughout manufacturing according to procedure, as the lot involved in this incident is unknown, a device history review cannot be performed. Based on the available information, we cannot identify a root cause at this time. Complaints received for this device and reported defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the kits were defective. It was clarified the suction line was initially detached from the bottle then reattached and received partial suction. Event description per attached email states: I am sending this email on behalf of one of my customers, (B)(6), regarding some defective product that they received. This customer recently purchased 4 each of your item number 50-7510, pleurx drain kits, thru mckesson and informed me that 3 of these kits were defective. I am hoping that someone can follow up to find out how the customer can get product to replace the defective product they had received. The facility information is: (B)(6). Customer response received on 2/25/2020: 1. Please describe the issue with the product. How was the kit defective? The fourth bottle, the suction line was detached from the bottle when I opened the bag, I connected the line to the bottle and received enough suction to drain 150cc from patient but needed another pleurx bottle to continue draining.